Event description:
It was reported that the surgeon indicated that her leg is short and needs to be lengthened. Patient was washed out on (B)(6) 2012. Additional information received post surgery: patient's leg was too long so the 40 and 50 mm extension bodies were removed and replaced with a 80 mm extension body. Not an implant related case.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding leg length being too long involving a 50mm gmrs extension piece was reported. The event was not confirmed. Device evaluation not performed as no items were returned. Photographs of the extension pieces provided, nothing remarkable noted. DHR review determined that the lot was manufactured and packed to specification. DHR review confirmed that there have been no similar events for the lot. The exact cause of the reported leg length discrepancy (too long) could not be determined with the limited information provided. Further information is needed to complete the investigation to determine a root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that the surgeon indicated that her leg is short and needs to be lengthened. Patient was washed out on (B)(6) 2012. Additional information received post surgery: patient's leg was too long so the 40 & 50mm extension bodies were removed and replaced with a 80mm extension body. Not an implant related case.